Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 6935m62 lead, implanted: (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post replacement procedure, the patient developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.